Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed to remove the device and, upon explant, fluid loss due to a break in the pump tubing was noted. There were no patient complications.